Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during their pd treatment. The patient reported receiving a balloon valve leak alarm prior to the leak. Fluid was not discovered in the pump module area or on the external of the cassette. The patient stated that fluid was leaking on the floor and had to clean it up. Per the patient, there was nothing wrong with the supplies and he was not sure where the leak was coming from. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. There was also a grinding clicking noise coming from the cycler during treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event but could not state where the leak was coming from. The patient was sleeping and woke up to fluid on the floor. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The patient confirmed that the old cycler is available to be picked up and returned.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during their pd treatment. The patient reported receiving a balloon valve leak alarm prior to the leak. Fluid was not discovered in the pump module area or on the external of the cassette. The patient stated that fluid was leaking on the floor and had to clean it up. Per the patient, there was nothing wrong with the supplies and he was not sure where the leak was coming from. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. There was also a grinding clicking noise coming from the cycler during treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event but could not state where the leak was coming from. The patient was sleeping and woke up to fluid on the floor. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The patient confirmed that the old cycler is available to be picked up and returned.